Manufacturer narrative:
Device not received by manufacturer. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported 'cassette is not attached properly'. There was unknown patient involvement.

Manufacturer narrative:
D9: date returned to mfg 3/21/2024. One device was returned for evaluation. Visual inspection revealed a damaged battery compartment. Event history log review was not applicable. Functional testing was able to replicate the reported issue. The root cause was determined to be a defective main board. The main board was replaced. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.